Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure. Device malfunction was not suspected. The patient was doing well postoperatively.